Event description:
A customer reported that an ophthalmic knife was dull. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report pertaining to two of three two reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.